Manufacturer narrative:
The unit passed displacement test, rewind, and basic occlusion test. The insulin pump was unable to prime during prime/a33 test due to faulty fsr(gold). The unit was received with a stripped battery cap coin slot, cracked battery tube threads, minor scratched lcd window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a crack in the battery compartment. The customer's blood glucose level was 170 mg/dl. The product has been returned. Nothing further was reported.